Event description:
During a lobectomy procedure, the staples malformed and the anastomosis had leakage. The procedure was changed to hand sewing and extended the case 30 minutes. There was no pt consequence as a result of the leak.